Manufacturer narrative:
Infection/erosion does not require analysis.

Event description:
It was reported that system was explanted due to infection/sepsis and erosion. Pacemaker system extraction on left side and re-implant on right side.